Event description:
It was reported that an external pulse generator shut off while on a patient. New batteries were installed in the device. The customer is expected to return the device to the manufacturer. There was no reported patient complication or injury.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the unit shut off by itself. Analysis did find that all three control knobs were cracked and that the upper and lower cases were broken. All were replaced. (B)(4).

Event description:
It was reported that an external pulse generator shut off while on a patient. New batteries were installed in the device. The generator was returned for service. There was no reported patient complication or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an external pulse generator shut off while on a patient. New batteries were installed in the device. The generator was returned for service. There was no reported patient complication or injury.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.